Event description:
"Pharmacist reports that severe bleedings occur after the trocar is introduced. Customer reports that this is the second time this incident happened since they use this model. Bleeding at the site of the port have been reported. They had to re-operate the pt to stop the bleeding at the site of the port. The pt recovered."

Manufacturer narrative:
Event product is not returning. Another device from the same lot number will be returned and evaluated. Follow up will be sent with additional info.